Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently pressed the fill tubing option and filled the tubing while connected at the site, resulting in 10.5 units of unintended insulin being delivered. Customer's blood glucose was 290 mg/dl. Reportedly, the cannula of the non-tandem infusion set may have been bent and the entire amount of insulin might not have entered the customer's body. Recommendation was made to consult with healthcare provider regarding diabetes management.